Event description:
It was reported that the patient presented to the hospital with pocket infection. The system was explanted and the patient was being treated with antibiotics. The patient's condition was stable post procedure.